Event description:
The intra aortic balloon was inserted into the pt on 5/29/98. On 5/31/98 after intra aortic balloon pump for 42 hours, the doctor was unable to remove the intra aortic balloon from the pt. The pt underwent exploration of the aortic and left iliac artery to remove the intra aortic balloon. The pt went on to expire on 6/1/98. (Event complications: intra aortic balloon entrapped/surgically removed/expired) - reported 6/17/98. (Pt's current status: expired - reported 6/17/98.)